Event description:
Device report from synthes reports an event in (b)(64 as follows: it was reported that on (B)(6), 2021, the patient underwent the surgery for the diaphyseal fracture. During the surgery, when the tip of reamer head f 10.5 mm was manually inserted to the resistant part and the power tool was used to turn it, an abnormal sound was heard. The reamer head was broke. There were no broken pieces of the device remained in the patient¿s bone. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant medical products: unk - powered drivers/handpieces: (part# unknown; lot# unknown; quality:1). This complaint involves one (1) device. This report is for one (1) 10.5mm medullary reamer head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual analysis of the returned sample revealed that synream reamer head ø10.5 was broken, and broken piece was also returned no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage and complex geometry of the part. The observed condition synream reamer head ø10.5 in the device was consistent with a random component failure that may have been caused by exposure to unintended forces during drilling. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the synream reamer head ø10.5. While no definitive root cause could be determined, it is probable that the synream reamer head ø10.5 was broken due to the application of unintended forces while drilling. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.